Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge energy and displayed an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge energy and displayed an unk error message. Complainant indicated that there was no pt involvement in the reported malfunction.